Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device: fallopian tubes') in an adult female patient who had essure (batch no. B53556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". Concomitant products included montelukast sodium (singulair) since 2016 and salbutamol (albuterol) since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), bacterial infection ("infection: bacterial"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems: depression"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain/loss (specify which one)-gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, alopecia, bacterial infection, migraine, depression, weight increased, vulvovaginal pain and pelvic pain had not resolved. The reporter considered alopecia, bacterial infection, depression, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device: fallopian tubes') in an adult female patient who had essure (batch no. B53556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwet essure confirmation test". Concomitant products included montelukast sodium (singulair) since 2016 and salbutamol (albuterol) since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), bacterial infection ("infection: bacterial"), migraine ("migraines/headaches"), depression ("psychological or psychiatric problems: depression"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain/loss (specify which one)-gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, alopecia, bacterial infection, migraine, depression, weight increased, vulvovaginal pain and pelvic pain had not resolved. The reporter considered alopecia, bacterial infection, depression, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs received. Lot number received. The previously reported event injury was replaced with abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection (other) describe: bacterial, psychological or psychiatric problems condition: depression, malposition of essure device location of device: fallopian tubes, migraines / headaches, dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain, hair loss, plaintiff did not underwent for essure confirmation test. On 31-jul-2019: fu 2 and fu 3 have the same source document, only concomitant medications were added. No new clinical information received. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.